Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 600 mg/dl. Customer experienced back pain, abdominal pain, ketones, shortness of breath and treated their high blood glucose level via manual injection. Customer declined to troubleshoot for high blood glucose levels.